Event description:
One endeavor rapid exchange drug eluting stent was deployed at the proximal side of the mid lad, overlapping a non-medtronic stent placed in the mid and distal lad. Post deployment of the stents, the physician advanced the ivus device without any difficulty and confirmed that the two stents were not fully expanded. On attempted removal of the ivus, the physician found that it was stuck in the overlapped section of two stents. While attempting to remove it, a dissection was observed at left main trunk which was reported to have occurred due to the guide catheter. The pt's blood pressure decreased, ventricular tachycardia / ventricular fibrillation were observed and a direct-current defibrillator was used. Cardiac massage was performed and an intra aortic balloon pump was inserted from the femoral artery. Physician then advanced a 7f guide catheter, but failed as he could not advance the runthrough guidewire due to the dissection. Physician then dilated the lesion using the endeavor stent delivery system and successfully removed the ivus. Despite aspiration of the lesion and multiple dilations, the blood flow from the lad to the lcx was poor and the pt died. The physician commented that the pt's death resulted from the dissection due to the guide catheter and the subsequent interruption of blood flow from the lad to the lcx. Reference MFR report # 1220452-2011-00047.

Manufacturer narrative:
(B)(4): evaluation, results: dissection due to the guide catheter. Conclusion: dissection due to the guide catheter.